Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A universal handswitch was sent for eval because it was running in safe mode. No further info was provided by the user facility.